Event description:
As reported, (B)(6) female has undergone double valve replacement surgery in 2006. She was doing well until year ago when she came with symptomatic, chf. 2d echo was done which showed moderate to severe ar, moderate mr. The symptoms worsened and she was re-admitted for evaluation. 2d echo was done and showed de-generation with calcification of aortic cusp with moderate mr and severe ar. She also had thickening and calcification in the leaflet of the mitral bioprosthesis. She has undergone redo on (B)(6) 2013.

Manufacturer narrative:
Customer report of calcification was confirmed. Moderate calcification was observed in the cusp area of leaflet 1. The free margins of all three leaflets exhibited minimal to moderate calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 10mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. Hematoma was also observed on leaflets 2 and 3. The x-ray demonstrated calcification, commissure 2 wireform distorted. Sewing ring was cut near leaflets 2 and 3. Wireform was also exposed near leaflet 2 on the inflow aspect. These damages are most likely due to explant. Product evaluation confirmed the customer's report and concluded calcification and host tissue overgrowth were the reason this device was explanted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Device not received. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device has not been received for evaluation. In this case, the surgeon indicated "at explant and on naked eye examination appeared thick and calcified". The valve is reportedly being returned for evaluation. However, the device has not been received. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Without return of the device, we are unable to determine conclusive root cause for explant of this device.